Event description:
It was reported that the insulin pump was accidentally washed in the washer. The device was exposed to water and fluids are under the lcd display. The device was not dropped. No cracks on the device. It was also reported the customer was deceased and the device was donated to customer who called in. Three attempts were made to reach customer's family to get death report. Unable to reach customer. A letter was also mailed out on (B)(6) 2014 in attempt to gather info on death. It is unk when the customer passed away. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.